Event description:
It was reported, that patient's pacemaker exhibited diaphragmatic stimulation. The patient experienced discomfort. The pacemaker was explanted and replaced. The patient status was unknown.

Manufacturer narrative:
The reported event of diaphragmatic stimulation was not confirmed. Interrogation of the device revealed, the device was at elective replacement indicator (eri) when received. Electrical, visual, and longevity analysis was normal with no anomalies found.

Event description:
New information received notes that the leads were connected to wrong port in the device header.